Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was showing in the server, but not at med station. A technical support specialist (tss) dialed into the server and opened structured query language server management studio (ssms). The tss ran an xml orders query for version 1.7.x+, which revealed a discontinue code for a pharmacy order from the external system, timestamped. Tss was noted that if an order¿s end time was earlier than its start time, it would prevent the order from appearing at the station. The tss then contacted the customer to recall the specific timeframe of the affected order and later customer informed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to see the medication to pull on station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to see the medication to pull on station. There were no adverse events or injuries reported due to this event.